Event description:
It was reported that the patient was experiencing pain at the pocket site. Persistent bruising, swelling, soreness and intermittent rash which worsens with activity was noted. The physician was unsure of the cause but states that it was most likely an allergic reaction and there was no signs of infections. The patient underwent an ipg explant procedure and was doing well-postoperatively. The explanted device will not be returned as it was kept by the facility.